Event description:
The dilator and peel-away introducer was faulty. It did not lock in place prior to insertion into the patient's chest. It immediately had to be removed. There is a piece that locks the dilator in place and it is missing on this item. This is an item that is not packaged separately so a new kit had to be opened while the patient's chest had already been incised in preparation for catheter insertion.